Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cup impactor handle broke during surgery.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle separated from the shaft. Previous investigations found (B)(4) was implemented on march 12, 2013 that changed the material from aluminum to overmoulded silicon. The date code indicates the instrument was manufactured in september of 2008; prior to the change. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.